Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing bell's palsy following initial implant surgery. The recipient was reportedly prescribed valtrex and steroids (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient has expressed the belief that the facial nerve involvement may be related to the device; however, the surgeon does not share this assessment. The recipient reported some improvement, though not complete resolution, for the facial weakness following treatment with valtrex and steroids. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient no longer experiences any residual facial numbness or drooping. The recipient is wearing the device and will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is wearing the device and doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.